Event description:
It was initially reported that the zimmer skin graft mesher needed servicing. During device evaluation, it was observed that the comb was bent. There was no patient harm or delay reported.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 10/24/1991 and was last repaired on 11/26/2013 for a non-related issue. Evaluation of the device observed flattened tines to the right side of the comb. A returned cutter had no serial number this cutter did not get tested, due to the lack of serial number. Also the test mesh was not performed due to the damaged comb. Repair of the device included replacement of the comb. The cause of the reported issue was improper handling by the user. The device was services and returned to the customer.